Manufacturer narrative:
An event regarding crack/fracture involving a restoration augment was reported. The event was confirmed. Method & results: device evaluation and results: device was not returned however, visual inspection of the provided images noted that the device was broken into two pieces. Dimensional, functional & material analysis was not performed as no devices were returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Need fractured device along with material analysis report, patient demographics and op reports for further completion of assesment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies . Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the acetabular wedge augment broke and noted that augment broke when the surgeon over tightened the screw. The event of fractured augment was confirmed as per visual inspection of the provided images which noted that the device was broken into two pieces. The potential root cause for fractured augment could be the over tightened the screw (user error) but the exact root cause can not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Acetabular wedge augment broke when the surgeon over tightened the screw. The surgeon used a competitor¿s trabecular metal wedge instead.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Acetabular wedge augment broke when the surgeon over tightened the screw. The surgeon used a competitor¿s trabecular metal wedge instead.